Event description:
The company was informed that the patient is experiencing intermittencies followed by loss of lock. External equipment was exchanged and programming adjustments have been made, however this did not resolve the issue. Device testing revealed that the device is functioning within specifications, however, lock could not be maintained with external equipment. Revision surgery is under consideration.